Event description:
It was reported that an ilet user received an occlusion alert followed by an unable to proceed message and an alert 38, with blood glucose values at 333 mg/dl; the event was associated with an obstruction of insulin flow and involved the connector/coupler while using a 6 mm contact/detach infusion set, and insulin delivery resumed after a full supply change. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with a deformation problem causing obstruction of flow localized to the connector/coupler, which aligned with the occlusion and consecutive stalled motor alerts. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.